Event description:
While serviceing the device, the biomedical technician noted the audible alarm failed to activate during the power fail test. The nellcor puritan bennett cse noted the alarm connectors were loose. When they were reseated, appropriate alarms activated. No parts were replaced. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.